Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted; therefore, no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient's aortic valve was sized to 25mm using the appropriate sizing device for this bioprosthetic aortic valve. While trying to seat the 25mm bioprosthetic valve, the surgeon and nurse thought the valve looked "larger than normal" and it was reported to be a "tight fit". While implanting the valve, there was a tear at the aortotomy, and an aortic root enlargement was performed with a patch in order to accommodate the valve. It was reported that this surgeon is familiar with sizing this product and has been implanting this model of valve for many years. No additional adverse patient effects were reported.